Event description:
Event description cpi received a communication worksheet which stated that this implantable cardioverter defibrillator was explanted for premature battery depletion. The device was returned to cpi for analysis.